Manufacturer narrative:
Section d9 correction. Section e3 correction. Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed via log file analysis. Data on (B)(6) 2025 to (B)(6) 2025 was reviewed. The log file revealed driveline fault/yellow wrench advisory alarm events throughout. The data values indicate a potential issue with the monitoring line of phase c. The system operated within the stored speed limit (adjusted 8,800 rpm to 9,400 rpm) and low speed limit (adjusted 8,400 rpm to 8,800 rpm) during the driveline fault alarm events. The driveline was disconnected on (B)(6) 2025 at 10:02:36, which appears related to the reported equipment exchange. The returned system controller (serial # (B)(6) ) passed the functional testing, which confirmed all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. A driveline fault alarm could not be reproduced during the evaluation. A root cause of the driveline fault alarm captured in the log file could not be determined. Incidental findings found the controller to have a dim pump running signal. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning driveline fault. The log files recorded driveline fault events throughout most of its history. The driveline fault detection circuity data recorded indicated that there may have been an issue with the monitored conductor in phase c of the driveline. Motor function was not affected by the events. There did not appear to be any external equipment causing these events. The system controller was exchanged which resolved the alarms.